Event description:
According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Alleged complications post device implant include urinary frequency, nocturia, and mixed incontinence.

Manufacturer narrative:
(B)(4).